Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 457 mg/dl. Customer declined troubleshooting for high blood glucose level because they admit that they ignored insulin was suspended. Customer stated that calibration not received by transmitter. After troubleshooting transmitter was communicating with insulin pump. It was unknown if auto mode was active on insulin pump. Device will not returned for analysis.